Event description:
It was reported the patient's lead incision had not completely healed. The center of the incision had healed, but the top and bottom were partially open and scabbed over. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the physician reopened the incision slightly and then added additional stitches. Additional follow-up information revealed the patient's wound has completely healed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).